Event description:
The customer reported an error code was shown on the display during preparation for the next surgery. The customer cancelled two cases. No patient injury occurred.

Manufacturer narrative:
No sample was returned for evaluation. The root cause for the customer issue could not be determined based on the information provided.